Event description:
A report was received on 27 jun 2024 from the caregiver of a 78 year old female patient with a medical history including fluid overload, type ii diabetes, and end stage renal disease, who stated an insufficient amount of programmed fluid was removed during home hemodialysis treatments. The patient experienced shortness of breath during treatment on (B)(6) 2024 and went to the hospital. Additional information was received on 28 jun 2024 from the home therapy nurse (htn) who stated the patient was admitted to the hospital on (B)(6) 2024. Date of discharge date and further details of hospitalization were not provided. Per the htn, the patient plans to resume therapy with the device upon hospital discharge.

Manufacturer narrative:
A review of the device history record (DHR) was conducted which confirmed that the device met all quality criteria and manufacturing specifications prior to release. There was no indication of a device malfunction from the available information. Factors outside the scope of nxstage therapy can impact the patient's weight. These include but are not limited to the accuracy with which intake is recorded, the weighing techniques used, and the patient's comorbidities. The nxstage system one user guide outlines risks associated with performing hemodialysis therapy and warns all treatments must be administered under a physician's prescription and must be performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician. (B)(4).